Event description:
It was reported that multiple times since implant, the patient has experienced extracardiac stimulation. The left ventricular (lv) lead was reprogrammed multiple times, changing the polarity and lowering the amplitude. The lv lead remains in use. The patient is part of the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.